Event description:
It was reported that a patient was having trouble with her bowel and bladder and her symptoms returned on (B)(6) 2014. The patient had two bowel accidents and the following day lost control of her bladder and started having pain by the implant site. Her patient programmer screen was showing a question mark when trying to sync with the implantable neurostimulator (ins). The patient had a bandage on the implant site, tried to sync again, and was able to communicate. The device was on program 1 at 1.4 and she could see the lightning bolt. The patient¿s doctor had set her at 1.7 but she had decreased it earlier. She adjusted stimulation back to 1.7. Two weeks later, the patient reported that she was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. She had an appointment on (B)(6) 2014. Three weeks later, the patient reported she started feeling pain in her private parts and thought maybe the leads had come loose. She was 90 percent sure of this. Two weeks later it was hurting really bad and felt like one of the wires was down in her privates. She turned the device down and it was ok. She then turned stimulation back up and it definitely felt like it was down in her privates in the front and the other one felt like it was down in her rectum. It wasn¿t feeling right and a manufacturer representative told the patent to turn the device up a little bit and then they would try changing programs. Now it was hurting when the patient went to the bathroom, but it wasn¿t that bad when she first spoke to the manufacturer representative about it. When the patient turned the device down it didn¿t hurt, but when she turned the ¿count on¿ that was when it hurt. There were no falls or trauma associated with the event. The device was on program 2. The patient tried program 3 at 1.3 volts and program 4 at 1.6 volts, and on both she felt the same pain in the same locations. She turned both programs back down to 0 volts. The patient had an appointment scheduled with her doctor on (B)(6) 2014-09-06. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0kxcd, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the lead wire had come loose and an x-ray confirmed it. The patient had a lead revision in (B)(6) 2014. She wasn¿t sure of the cause for lead removal.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0kxcd, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).